Event description:
It was reported that the epiq cvxi ultrasound system became unresponsive and locked up during an examination where a patient was coding. The clinician had to bring in another system in an attempt to complete the examination. Unfortunately, the patient did not recover from the code and ultimately expired; however, the customer has clearly stated the ultrasound did not cause the patient incident. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A philips field service engineer evaluated the system onsite to try and determine the cause of the ultrasound system lockup. During the inspection, the system passed all diagnostic, functional and electrical safety tests. Philips engineering performed a thorough review of system log files and found one instance of an informational message entry indicating possible foreign debris or moisture detected in the connector port of the system or transducer. The ultrasound system and transducer continue to be in use, with no further issues reported. Discussion with the director of cardiovascular non-invasive imaging at the site provided a summary of the event. The patient had multiple comorbidities and was a high-risk surgical patient for a urological surgery. After completion of the surgery during awakening from general anesthesia the patient went into extremis. They coded the patient. The hospitals standard procedure during a code is to perform a tee to evaluate heart function and rule out pericardial effusion. CPR was continuing during this time. The patient passed away from a heart attack after 30 minutes. The cardiovascular director stated that the ultrasound machine did not cause or contribute to the death. The surgeon and anesthesiologist both agreed that the delay for the tee would not have changed the course of care.